Event description:
Customer stated pt sample with anti-jkb and anti-kell did not react with jkb + cells of vra113. Reactivity was observed with the k+cells. Sample was sent to reference lab where anti-jkb was identified using tube/peg enhancement and ahg test. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc.